Event description:
It was reported that after a cryo ablation procedure, the patient experienced pain at the right limb and an uncomfortable cold feeling. A clinical image was performed and a thromboembolism was detected. Intravenous thrombolytic and hyperbaric oxygen therapy were conducted with resolve. The patient was hospitalized and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.